Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 he had suffered a hypoglycemic event while his receiver was giving an out of range signal. Ems was activated and at approximately 4 am paramedics administered glucagon. The patient was subsequently transported to the emergency room for further observation and released the same morning at approximately 7 am. At the time of his call to dexcom technical support, patient was feeling well above average and reported no further injuries. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.